Event description:
The customer observed erratic architect c8000 ict sodium and potassium control and pt results. An initial elevated sodium result of 173 mmol/l retested normal at 145 mmol/l. Several other pt samples showed discrepant sodium and potassium results which were reported out of the laboratory. No additional pt data was provided. Ammended reports were subsequently released. No impact to pt management was reported.